Event description:
Reportable based on the product analysis completed on (B)(6) 2014. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The target lesion was located in the heavily calcified proximal left anterior descending (lad) artery. The physician pre dilated the lesion with a 2.75 x 15mm nc quantum apex balloon catheter. A 2.5 x 38mm promus premier stent was advanced but was unable to cross the lesion. The physician then advanced a 2.5 x 20mm promus premier which was also unable to cross the lesion. Another non bsc stent was advanced to the lesion but was also unable to cross the lesion. The physician completed the procedure with a 3.0 x 10mm flextome cutting balloon and another non bsc stent. There were no patient complications reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination identified the stent was damaged at the distal end. Struts on the most distal row were lifted upwards. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).